Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) went into backup mode. The ICD was fully restored. The patient was in stable condition.